Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported suture separation and subsequent treatment appears to be related to circumstances of the procedure. It is likely an interaction with patient anatomy or the suture pulled until it breaks contributed to the reported suture separation issue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is filed under a separate manufacturer report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a proglide device. An attempt was made with another proglide device; however, a suture break occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.